Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that residual glue broke off during procedure. It was confirmed all pieces were retrieved and procedure completed successfully.

Event description:
It was reported that residual glue broke off during procedure. It was confirmed all pieces were retrieved and procedure completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: after 5 minutes the bead (at the white sleeve around the ablation sheet) loosened. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be during assembly the cleaning and wiping instruction of the excess glue after applying was not performed. An excess force applied to the probe will contribute to the excess glue detachment, and protective measure such as in process inspections.